Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection shows the lens is torn in half and a plate haptic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned. Evaluation conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting a +24.0 diopter collamer lens and the indigo foam tip plunger over rode the lens and tore it. The surgeon enlarged the incision minimally to remove and replace the lens with another same type lens, no suture required.